Event description:
The event involved a 8" ext set with 0.2 micron filter, clamp, rotating luer. It was stated in the report that the client was receiving chemotherapy and she noticed that something was wet on the armrest. They stopped infusions to find out where the leak was and found that the rigid plastic tube had come out of the center of the filter that was on the paclitaxel line. The medication on the affected line had already been infused, flushed and the line clamped about 45 minutes prior. At the time of the incident, it had been running normal saline only, at (B)(4). There colleague assisted with the cleanup of the spilled normal saline and desk nurse was made aware. The affected line was removed. The other chemotherapy line was not affected. There was patient involvement, no patient harm and unknown delay in infusion.

Manufacturer narrative:
One (1) used. List #b1339, 8" was returned for evaluation. As received the tube was separated from the inlet filter and some marks indicating that solvent was applied and marks on the filter as well. The complaint of leaks can be confirmed based on the returned physical sample. The probable cause of the separation is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.